Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 13 months of support on the lvad, the patient was successfully transplanted. The patient's medical history reported included several episodes of gi bleeding at initiation of acetylsalicylic acid (asa) therapy. Asa therapy was initially decreased to 81 mg daily and then discontinued approximately 1 month post implant. The patient had reportedly not been on asa therapy for the duration of lvad support. The hospital requested a post-transplant evaluation of the explanted pump (for thrombus).

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.